Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H11: additional information reported: it was reported the low ambient temperature in the operating room may have hardened the artificial lens, causing friction with the injector during the implantation process resulting in the slightly damaged area. The area is located at the edge of the optical part of the artificial lens, which does not affect vision and was not replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an irregular gap was noted on the edge of a non-preloaded monofocal intraocular lens during implantation. Although the edge of the lens sustained slight damage, the lens was not replaced as the damage did not affect the patient's vision. The patient's vision was reported to be good the following day. No other information was provided.